Manufacturer narrative:
Device evaluation: one cadd pump was received for evaluation in good condition. Upon visual inspection and functional testing of the device, no damage or alarm issue was detected. Additionally, the device passed all functional tests. It was also noted that the alarm could have been due to dead batteries. Based on the investigation, the complaint was not confirmed. No fault was found with the returned device.

Event description:
Information was received that a smiths medical cadd ms3 ambulatory infusion pump "beeped about eight hours earlier than normal" and displayed a low cartridge volume message. No adverse effects were reported.